Event description:
The customer reported that when the unit is turned on, it immediately goes into configuration mode.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.